Event description:
It was reported, diagnostic imaging was performed. And it was observed, the right ventricular (rv) lead was dislodged. The rv lead was repositioned to resolve the event. The patient was stable.